Manufacturer narrative:
The reported events of noise, low pacing impedance, failure to capture and insulation breach were confirmed. As received, a complete lead was returned in one piece. Dissection of the lead found the inner insulation was abraded at the distal region. The cause of the reported events of noise, low pacing impedance, failure to capture and insulation breach was due to inner insulation abrasion.

Manufacturer narrative:
Correction: h6 - medical device problem code.

Event description:
It was reported that the non-dependent patient presented for in-clinic follow-up. A device interrogation revealed reproducible over-sensed noise and low pacing impedance exhibited by the right ventricular lead. It was also noted that the was no unipolar capture, however there was bipolar capture at high threshold. An insulation breach was suspected. The patient was scheduled for replacement and the lead was explanted. The patient was stable.